Manufacturer narrative:
The post market surveillance department is in the process of reviewing patient medical records. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A nurse at the user facility reported that a hemodialysis (hd) patient experienced an allergic reaction of unknown origin and various levels of severity while undergoing hd therapy using a fresenius optiflux 180nre dialyzer assembly product. The nurse revealed that the patient first experienced reactions on (B)(6) 2017. Follow-up provided by the patient¿s hd nurse revealed that the onset of the reaction symptoms vary and are described as being random in nature. The patient reactions have occurred prior to, during, and following the completion of the hd treatment. Additionally, the patient has experienced reactions at home, on days where no hd therapy was scheduled. Symptoms include welts/hives/rash all over body, itching, lips and facial swelling, raspy voice, nausea and vomiting, unstable or drop in blood pressure (no values provided), and convulsions. Normal saline boluses have been provided in the presence of fluid overload (specifics not provided). All of the documented symptoms have been experienced, however, the date, severity, and frequency of each occurrence is unknown. Although there are no dates associated with any of the noted symptoms, the medical records confirmed that the patient had a three day a week, monday, wednesday, friday, dialysis schedule. This submission captures the event associated with the patient¿s hd treatment performed on (B)(6) 2017. The user facility reported that the patient passed out and fell out of their wheelchair. The medical records confirmed that the patient was hospitalized on (B)(6) 2017 in an attempt to isolate the cause of the randomly occurring allergic reactions. The patient was discharged on (B)(6) 2017 with a discharge diagnosis of unspecified hypotension, unspecified fluid overload, syncope and collapse. Reportedly, when the patient returned to the clinic for hd treatment following the hospitalization, the dialyzer had been changed to another manufacturer¿s product. Despite the dialyzer change, the patient has continued to experience intermittent reactions of unknown origin.

Manufacturer narrative:
Plant inv.: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the dialyzer products, from the reported catalog number (0500318e), shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. An investigation of the device manufacturing records was performed on the 6 lots identified. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. However, the dialyzer instructions for use (IFU) document cautions the user regarding reactions. Clinical inv.: a clinical investigation was performed by a clinical specialist to identify a causal relationship between the optiflux 180nre dialyzer assembly and the adverse event. The clinical specialist concluded that a temporal relationship exists between the optiflux 180nre dialyzer and the patient reaction. However, a probable association between the optiflux dialyzer and the myriad of reactions the patient experienced cannot be determined based on the lack of available information. In addition, the patient continued to experience reactions of varying degrees after the dialyzer was switched to another manufacturer¿s product. Furthermore, the patient has a history of non-compliance with medications and diet, including consuming food where a known allergy exists.